Event description:
It was reported that the patient had been the hospital emergency room with high blood glucose levels. The patient's blood glucose levels reached 400 mg/dl while wearing the pod. The patient reports they had awoken with stomach pain. The patient reports the pods cannula had become dislodged from the pod infusion site. In addition, the patient reports the pod was leaking during wear. The patient reports after 2 bolus corrections their blood glucose level had not deceased. Once at the hospital emergency room the patient was treated with insulin. The patient was in the hospital emergency room for 2 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.